Event description:
It was reported that the device reached possible premature battery depletion. The high output was physiologically necessary for the patient. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. The device battery met the expected longevity and was found to have normal depletion.